Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A patient contacted stryker (B)(4) through their lawyer. Patient was operated on her knee in (B)(6) 2012 and reports to belief that these stryker systems might have been improper.